Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed and the distal conductor was distorted and there was an overstress fracture within the connector. The lead was received with the helix fully retracted and the distal conductor had been over-retracted. There was blood in/on the helix mechanism, a damaged guidetooth and implant damage.

Event description:
It was reported that during the implant procedure the helix would not retract. The lead was removed and replaced. No patient complications have been reported as a result of this event.